Manufacturer narrative:
Investigation into this event showed that the customer manually programmed the sample, which resulted in mismatched sample ID and pt demographics. User error was the root cause of this event.

Event description:
Patient sample results associated with the wrong patient demographics on the 5,1 fs analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. The incorrect pt result was not reported. There was no report of pt harm as result of this event.